Event description:
It was reported that the pump's usb port was damaged resulting in difficulties charging the pump. There was no reported impact to blood glucose. Customer declined to provide information regarding alternate insulin therapy.